Event description:
It was reported that during a post stent dilatation procedure, the balloon would not deflate and become stuck in the stent. The pt went to bypass surgery following unsuccessful attempts to remove the balloon. Pt status is listed as "okay".